Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3 months. The event occurred at (B)(6). The device remains in use supporting the patient. The submitted CT scan image confirmed an obstruction in the outflow graft; however, the report of thrombus as the cause of the blockage could not be confirmed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient contacted the hospital due to frequent low flow alarms. The patient later presented to the hospital and an evaluation was performed. CT scan images reportedly revealed a thrombotic obstruction in the outflow graft. The patient was reported to be stable throughout the period of time of the low flow events. On (B)(6) 2015, the patient was taken to the cardiac catheterization laboratory where a stent was placed in the outflow graft, which restored normal estimated pump flows from uncalculated to 4.4 lpm.